Manufacturer narrative:
Additional information will be provided once the investigation is completed.

Event description:
It was reported that the unit failed start up testing and would shut off intermittently. It was further reported that the start/stop button would not respond every time.